Manufacturer narrative:
(B)(4). The ventilator was evaluated and the solenoid valve assembly and compressor printed circuit board (pcb) were replaced.

Event description:
It was reported that the ventilator's compressor was inoperable. The ventilator was not on a patient at the time of the event.